Event description:
Imperial study. It was reported that restenosis occurred. The subject was enrolled in the imperial clinical study on (B)(6) 2016 and the index procedure was performed the same day. The target lesion was located in the left mid superficial femoral artery (sfa) and had 100% stenosis. The target lesion was 120mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii b lesion. Pre-dilation was performed, followed by placement of a 6mm x 150mm study stent. Post-dilation was performed and there was 0% stenosis following the procedure. On (B)(6) 2016 the subject was discharged with dual antiplatelet therapy. On (B)(6) 2019, the subject visited for a 36 month follow-up. The subject was diagnosed with 90% stenosis of the left sfa. A CT angiography was performed in response to the event. The event outcome is assessed as recovering. No further information is available at this time. It was further reported that on (B)(6) 2019 the subject was hospitalized for further treatment. On that same day, treatment with a drug-coated balloon was performed in response to the 90% stenosis in the left sfa. On (B)(6) 2019 the event was considered resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device is combination product.

Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) study. It was reported that restenosis occurred. The subject was enrolled in the (B)(6) clinical study on (B)(6) 2016 and the index procedure was performed the same day. The target lesion was located in the left mid superficial femoral artery (sfa) and had 100% stenosis. The target lesion was 120mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii b lesion. Pre-dilation was performed, followed by placement of a 6mm x 150mm study stent. Post-dilation was performed and there was 0% stenosis following the procedure. On (B)(6) 2016 the subject was discharged with dual antiplatelet therapy. On (B)(6) 2019, the subject visited for a 36 month follow-up. The subject was diagnosed with 90% stenosis of the left sfa. A CT angiography was performed in response to the event. The event outcome is assessed as recovering. No further information is available at this time.